Event description:
The patient was implanted with a left ventricular assist device (lvad). A device tracking form was submitted to the manufacturer indicating that approximately 3 months post-implant the patient received a pump exchange and the reason for the exchange was not reported.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The manufacturer is attempting to acquire the exchanged pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.